Event description:
During an atrial fibrillation procedure, skiving occurred. Insertion difficulties were noted while advancing the needle into the sheath into the patient. The sheath and needle were removed and tested on the bench by pushing against the resistance, the needle sheared off a section of the plastic. The same bench-top testing was performed with the second sheath and needle, and the same issue was noted. The issue was eventually resolved, and the procedure was completed with no adverse patient health consequences. There has been no suggestion that any plastic was dislodged in the patient's circulation.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The dilator was dissected, and no evidence of skiving was noted. Information reported from the field indicated that the returned device was used with a needle that was re-shaped. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A brk transseptal needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the reported issue is consistent with not following the instructions for use.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk transseptal needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the reported event is consistent with not following the instructions for use.